Event description:
Additional information received identified effective therapy was restored postoperatively. Additionally record review indicated the patient experienced ineffective stimulation due to the lead migration. Surgery took place on (B)(6), 2018 for lead placement as stated in the initial.

Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. Manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported (germany) the patient¿s lead was migrated due to experiencing a fall. X-rays confirmed the issue. As a result the alleged lead was disconnected and the new lead was implanted and connected to the ipg. The alleged lead remains implanted.